Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that a portion of the lasso loop of this catheter broke off while being caught in the mitral valve and tried to retrieve it. The involved catheter was received with a portion of the loop separated. The evidence shown demonstrate that an excessive force was applied causing the nitinol loop to break off. The IFU warns that to reduce the risk of entrapping cardiac structures in the mapping-electrode portion of the catheter, place the lasso® 2515 variable circular catheter by torquing (or rotating) the shaft in a clockwise motion only. Also states that to avoid potential damage to anatomical structures, do not attempt to pull the catheter, or withdraw it into the sheath, with the loop in a contracted position. The loop should be fully relaxed (handle grip rotated fully to the left) to minimize tension applied to the nitinol structure. No lot number was provided, therefore the device history record could not be performed. In addition, all catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.

Event description:
During a procedure, it was reported that the lasso catheter was caught in the mitral valve. In an attempt to remove the catheter, the circular portion of the catheter broke off. A biopsy catheter was used to remove the broken portion of the catheter. The procedure was prolonged for 120 min. Patient was stable, no adverse outcome was reported. No other information is available at this point.